Event description:
It was reported that two months and ten days post a port placement via the right internal jugular vein, the device allegedly had broken conduit at the infusion port. It was further reported that there was drug leakage during the infusion process. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport implantable port attached to a catheter was returned for evaluation. One electronic photo and video was provided for review. Functional, gross visual, tactile and microscopic visual evaluations was performed. A split was noted to the port septum. What appeared like a split, was noted approximately 8.5cm from the distal end of the cath-lock. The port was patent to both infusion and aspiration. A small leak was observed on the catheter. Therefore the investigation is confirmed for the reported fracture and fluid leak issue. The definitive root cause for the reported event could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2024). H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a photo and a video were provided for review. The investigation of the reported event is currently underway. Expiration date: 11/2024. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that two months and ten days post a port placement via the right internal jugular vein, the device allegedly had broken conduit at the infusion port. It was further reported that there was drug leakage during the infusion process. Reportedly, the port was removed. There was no reported patient injury.